Event description:
It was reported that a patient wasted a total of four cassettes while troubleshooting a no disposable alarm. After mixing another cassette, the alarm resolved and the pump subsequently ran without issues. There was no injury to the patient.

Manufacturer narrative:
No product information has been provided to date. Operator of device is patient/consumer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device evaluation: no product sample was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. No item or serial numbers have been provided therefore no device history report (DHR) review could be completed.